Manufacturer narrative:
An intuitive surgical field service engineer (fse) went onsite and evaluated the system. Visual and mechanical inspections were performed with no issues found. System verification testing was performed and passed. Based on the information provided, it was determined that the da vinci s surgical system worked as intended. No information has been received which suggests that the da vinci s surgical system malfunctioned in a way that may have caused or contributed to the patient's injury. Intuitive surgical concluded that the patient injury was unrelated to the performance of the da vinci s surgical system.

Event description:
It was reported that while isolating the pulmonary vessel during a da vinci s thoracic sympathectomy procedure, a tear on the underside of the patient's pulmonary vessel occurred when the surgeon pulled on a calcified lymph node. Due to the location of the tear, the surgeon was unable to angle the system camera to view the affected area, therefore, unable to repair the artery using the system. The surgeon made the decision to convert to traditional open surgical techniques to repair the tear and complete the planned procedure. The da vinci procedure had been in progress for approx 2 hours when the event occurred. No patient is reportedly doing well and no post surgical complications have been reported.